Event description:
It was reported that this device froze during a software upgrade and would not power on. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.